Event description:
It was reported that when the external pulse generator (epg) was connected to a patient, the epg automatically powered off. The event happened post-surgery. The epg was returned to the manufacturer for servicing. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis could not confirm the reported event. The device was powered on for over two days, the automatic power off situation did not occur. However glue was noted to be attached to the battery spring, as a result the spring was cleaned and then a functional test was performed, the device passed functional testing.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.